Event description:
It was reported that the ventricular lead exhibited low impedance and an intermittent capture anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.